Event description:
The device was used during a lung resection. Reportedly, the pulmonary artery was torn while trying to remove the stapler and a blood transfusion was required. The surgeon performed a pneumonectomy to correct the condition. The hosp has reported the pt's condition is satisfactory.